Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d10; g4; g7; h1; h2; h3; h4; h6. Evaluation of the returned product/photographs provided confirmed the following: lot # 3804309 debris inside the sterile packaging which is consistent with the appearance of the porous coating inside the sterile barrier. The DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage. As a result, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. Concomitant medical products: item # 51-103170/ tprlc 133 t1 pps so/ lot # 3469258. Item# 51-145170/ tprlc xr mp t1 pps/ lot # 3856409. Item # 51-104160/ tprlc 133 t1 pps ho/lot # 3844840. Item # 51-145160/ tprlc xr mp t1 pps/lot # 6118753. Item # 51-104170/ tprlc 133 t1 pps ho/lot # 3908869. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01727. 0001825034-2020-01728. 0001825034-2020-01729. 0001825034-2020-01730. 0001825034-2020-01732.

Event description:
It was reported that during circulation, product debris was identified within the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.